Event description:
It was reported by the customer that on (B)(6) 2009, the fiber cap detached at 68,066 joules. There was no info reported as to whether the fiber cap was retrieved. Also, there was no info reported as to whether there was pt injury. The device was not returned for eval.